Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The physician attempted to place a taxus express2 2.5x8mm drug eluting stent to the left anterior descending (lad) artery, but was unable to cross the lesion. "Dissected lesion of the lad, unable to track wire or stent through lesion." Additional information regarding this event has been requested.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.